Manufacturer narrative:
Received one speedband superview super 7 device for analysis with residue present on the device indicating use or handling. A visual examination of the ligator head found seven (7) bands present with one (1) blue band broken, caught under three (3) other bands while the last band remained in position. There was no issue with the irrigation tube. It was noted that the ligator head teeth were damaged and broken. The suture was noticed to be broken and attached to both the ligator head and trip wire loop. It was observed that the trip wire was not secured in the handle assembly slot and the proximal loop was retracted into the handle post. It was also noted that the slot did not preset any evidence of previous securing of the trip wire. A functional evaluation of the handle was performed by turning the handle knob at 180 degrees, indents were felt, an audible click was heard, and no issue was noted with the handle assembly. Based on the evaluation of the returned device,it appears that the trip wire was not properly tightened and secured during device set-up, as instructed in the dfu. Failure to properly tighten and secure the trip wire most likely impacted the timing of band deployment, damaged the ligator teeth and contributed to the complaint event. Therefore, the most probable root cause classification is user error. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on november 04, 2015 that a speedband superview super 7 device was used during a procedure on an unknown date. According to the complainant, during the procedure, the band failed to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported issue of bands failed to deploy. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on november 04, 2015 that a speedband superview super 7 device was used during a procedure on an unknown date. According to the complainant, during the procedure, the band failed to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.